Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), breath delivery unit (bdu) pcb and upgraded the software to the current revision. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
(B)(4). The returned graphical user interface (gui) printed circuit board (pcb) was reported to cause a "blank display";. A visual inspection of the returned component was conducted and no anomalies were found. The unit was attached to the failure investigation test ventilator for analysis. The test ventilator was powered on and generated a gui inoperable (inop) condition. The gui display was blank and error 57 (unexpected reset umpire test) was displayed on the gui diagnostic light-emitting diode (led) array. The fault was isolated to the video graphics array (vga) controller, reference designator u63. Those vga controller devices are no longer manufactured by any vendor and are now obsolete. No further investigation or repair was possible on this pcb as no replacement component is available. If this component failed during ventilation, the unit would generate a gui inop condition. The appropriate audio and visual alarms would enunciate. The ventilator would continue to operate at previously entered settings.the returned breathe delivery (bd) printed circuit board (pcb) was reported to cause a &quot;blank display&quot;. A visual inspection of the returned component was conducted and no anomalies were found.

Event description:
Covidien received information stating that the ventilator had a blank display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. There was no report of serious injury or death associated with this event.